Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-11978. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated has been evaluated. The batch 6011951 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional flow test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6011951 was manufactured according to the wi version 121 manufactured in the line inset 3, on 06/mar/2023, with a total of (B)(4) units. Trending: a query was run in database on 04/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6011951 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, other 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2025-11978- device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set bent cannula event on (B)(6) 2025. Event occurred within 3 hours of insertion. The insertion site was the back of upper arm. Blood glucose level was 430 mg/dl at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) but patient required assistance from endocrinologist and patient had ketones level. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. No further information available.